Manufacturer narrative:
Concomitant devices: fast-cath introducer swartz sl x2, brk-1 xs transseptal needle, inquiry steerable catheter, advisor fl, mapping catheter, se. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Manufacturing related ref: 3005334138-2019-00406, 3005334138-2019-00407, 3008452825-2019-00363, 2030404-2019-00062, 3005334138-2019-00408.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a left atrial pulmonary vein isolation procedure, a pericardial effusion was noted during a routine post procedure ultrasound. A pericardiocentesis was performed to stabilize the patient.